Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging throughout the procedure. Following the implantation of the 2nd clip, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No treatment was performed. The procedure was concluded with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported clip detaching from one leaflet appears to be related to a combination of imaging difficulties and challenging patient anatomy. The reported poor image quality appears to be due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.